Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician contacted boston scientific technical services (ts) indicating that they did not have an electrogram to review for a specific stored atrial tachy response (atr) episode. Ts explained that this patient is no longer on the remote monitoring system and if the most recent atr episode is not available on the programmer, then ts cannot retrieve it. The physician noted that this patient had a right atrial (ra) lead revision on an unknown date. Ts stated that another specific stored atr episode from approximately three months ago was stored due to noise on the ra lead which was oversensed. Ts noted that they cannot confirm if the stored atr episode the physician was inquiring about was due to atrial fibrillation, atrial flutter or noise without seeing the episode. Ts provided guidance that an alert can be set up if the patient is on the remote monitoring system and that clinically, they can choose to have the patient wear an external holter monitor. The ra lead remains in-services. No additional adverse patient effects were reported.